Manufacturer narrative:
Evaluation summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.

Event description:
Synvisc didn't help at all [device ineffective], knee pain [arthralgia]. Case description: spontaneous report received on 23-feb-2009 from female patient (unknown age) with a history of previous synvisc injections, (B)(6), who said synvisc did not help at all. The patient received three treatments of synvisc into an unspecified location on unspecified dates in (B)(6) 2007. The patient stated the (B)(6) 2007 injections helped her, and lasted until (B)(6) 2008 and then she had another set in an unspecified location and on unspecified dates. She stated the (B)(6) 2008 injections did not help at all and that the shots were given in different areas of the knee. She wanted to know it there was a proper location on the knee for the shots. She said the good shots were "in line with the lower end of the knee cap in a sitting position" and after the shots the administrator had her swing her leg. The patient said the second set were administered with her "leg straight out on the table" and administrators "put the needle above the knee cap and again on the side of the knee." She stated the results were nil and was told to restrain her movement that day. At the time of this report, the outcome of the patient was unknown. Additional information was received on 04-mar-1009 from the patient confirming that she is a (B)(6) female with a history of osteoarthritis. She reported that she received no benefit at all from her second synvisc series that she had in (B)(6) and (B)(6) 2008. The patient said sometime in (B)(6) 2009 she received an unspecified steroid injection that her right knee pain tremendously. At the time of this report, the outcome of the patient was unknown.